Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
A school nurse reported that she has a vns patient who has been experiencing pain in his chest at the generator site and also in his lower arm/hand on the left side. This pain has been constant for the past 2 weeks according to the reporter. In addition to this, the nurse reported that the lead is protruding in the neck, and the generator site has opened. Thus far no further information has been attained.